Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), pelvic pain ("lower left pelvic area pain") and genital haemorrhage ("heavy bleeding ") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and fallopian tube disorder ("fallopian tube had connected to the uterus"). The patient was treated with surgery (additional surgery and tubal ligation) and surgery (underwent series additional surgeries). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and fallopian tube disorder outcome was unknown. The reporter considered device dislocation, pelvic pain, genital haemorrhage and fallopian tube disorder to be related to essure. Diagnostic results: unknown date: confirmation test: it was discovered that one of the essure inserts was missing. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced lower left pelvic area pain, heavy bleeding (seen as genital bleeding) and it was reported the occurrence of migration of the essure device. She underwent additional surgery and tubal ligation as the result of the migration of the essure device. She underwent a series additional surgeries due to continued pain to her lower left pelvic area pain. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In addition, migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed.. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced lower left pelvic area pain, heavy bleeding (seen as genital bleeding) and it was reported the occurrence of migration of the essure device. She underwent additional surgery and tubal ligation as the result of the migration of the essure device. She underwent a series additional surgeries due to continued pain to her lower left pelvic area pain. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In addition, migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.